Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the left ventricular lead exhibited loss of capture and high impedance. Chest x-ray was performed and revealed the lead had dislodged. On (B)(6) 2016, the lead was explanted and replaced successfully. The patient was in stable condition throughout the event.